Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg), while wearing the device. The patient reports the pod infusion site was swollen, painful. Irritated and had an abscess. In addition the patient reports having walking difficulties. The patient removed the pod prior to going to their doctors office. Once at their doctors office the patient was prescribed sulfamethoxazole and trimethoprim (160 mg) to be taken once daily every 12 hours. The patient was at their doctors office for 1 hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.